Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a weak battery alarm on the insulin pump. Customer stated that every day at 5:00 pm, they would receive 5 units of insulin without doing anything. Customer stated that yesterday the infusion set did not go into their belly, which caused their blood glucose to go high. Customer stated that ever since they received a weak battery alarm, they have not been receiving their basal rates. Customer's blood glucose was 450 mg/dl. Customer stated that they treated with the pump. Customer was advised to monitor their blood glucose and call back if it does not go down. Customer's blood glucose was going down without a bolus.